Manufacturer narrative:
As allowed by exemption# (B)(4), (B)(6) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4) although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. On (B)(6) 2014 narrative: device evaluation from same lot.

Event description:
This incident occurred in (B)(6) (B)(6) 2014 uncontrolled extrusion. The dentist replied to a recall notification letter with the a fax containing the following information: we had experienced the "sudden expulsion" of the gel from the syringe one time only, but had attributed it to my own "overly forceful" (perhaps) pressure on the plunger. Fortunately my patient, staff, and myself had safety glasses on and the rubber dam contained the excess gel with no sequela. On (B)(6) 2014 spoke to assistant at office. She stated that they had a partial kit remaining. It contains the syringe from the incident. She said that about 1/2 of the content of the syringe came out in that incident. She said the incident occurred some time in (B)(6) 2014, but was not exactly sure of the date. She confirmed that no injuries occurred during this incident. Arranged for pickup and replacement.

Event description:
This incident occurred in (B)(6). (B)(6) 2014 uncontrolled extrusion. The dentist replied to a recall notification letter with the a fax containing the following information: we had experienced the "sudden expulsion" of the gel from the syringe one time only, but had attributed it to my own "overly forceful" (perhaps) pressure on the plunger. Fortunately my patient, staff, and myself had safety glasses on and the rubber dam contained the excess gel with no sequelae. (B)(6) 2014 spoke to assistant at office. She stated that they had a partial kit remaining. It contains the syringe from the incident. She said that about ½ of the content of the syringe came out in that incident. She said the incident occurred some time in (B)(6) 2014, but was not exactly sure of the date. She confirmed that no injuries occurred during this incident. Arranged for pickup and replacement.